Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter deflated and fell out of patient and it was used on the patient and there was no impact. Per sample form received on 30may2024, it was reported that the nurse placed a foley catheter in patient, procedure went as expected, 10cc bulb inflated and foley catheter was in place, patient got up, got back to bed and foley catheter was found in the bed, as if the 10cc balloon bulb had deflated or leaked out, the bulb was intact but deflated, inpatient and physician were notified, they evaluated the balloon bulb and it was intact as mentioned, they also reinflated the balloon out of patient and it did not leak, but then they inflated the ballon and left it and it also slowly leaked out and lost the fluid in it. It was noted that this had happened a few weeks prior to this event with another patient and another nurse inserting a foley catheter.